Event description:
A customer reported to a baxter sales representative of a clearlink secondary set that has a no flow due to an occlusion. It was unknown when this incident occurred. It was unknown if there was any patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed due to the lot number of this device being unknown.